Manufacturer narrative:
B3: date of event - used the first day of the month of the aware date since no exact date provided. Device evaluated by MFR.: the device was returned for analysis. Returned product consisted of the ffr comet pressure wire with the occ cable. The occ cable, tip, device shaft, proximal face end, and sensor port were visually and microscopically examined for damage or any irregularities. Inspection of the device revealed that there were numerous kinks throughout the body of the wire. However, the comet ii wire was not fractured. The shroud of the occ cable was connected to the ffr link to verify the signal strength. There were no issues in connecting to the ffr link. The signal was present and the 'signal strength' and the 'zeroed' lights showed green, as designed. The shroud of the occ handle was then connected to the bench top testing equipment. The modulation was 7.6% and the coefficient values were confirmed to be programmed. The wire was inserted into the pressure chamber. The pressure was increased to verify the sensor was indeed reacting to the pressure increases and decreases. The pressure sensor functioned as designed. The shroud of the occ handle was again connected to the ffr link. The device was then connected to the polaris (ilab) test equipment via bluetooth signal. The wire communicated to the polaris system and zeroed, as designed. With the wire inserted into the test pressure chamber, the wire transferred a pressure waveform to the polaris which indicates a functioning wire.

Event description:
It was reported that device fracture occurred. A comet ii was used for a fractional flow reserve procedure. During the procedure, the wire was fractured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that device fracture occurred. A comet ii was used for a fractional flow reserve procedure. During the procedure, the wire was fractured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Date of event - used the first day of the month of the aware date since no exact date provided.